Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from a cobas 6000 c 501 analyzer. Sample 1 initial result was 152 mmol/l and the repeat result was 138 mmol/l. Sample 2 initial result was 164 mmol/land the repeat result was 137 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was pinched rinse tubing causing water/detergent to overflow in the cuvettes. He readjusted the tubing to ensure no overflow and verified all rinse levels. He performed precision testing and all levels were within guidelines. The investigation is ongoing.